Event description:
Customer reported the monitor above the table is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the monitor to be intermittent, but a monitor is no longer available for the 2600. This MDR is related to ge healthcare complaint number.